Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the pediatric patient experienced a skin reaction with redness underneath sensor pod area only. The patient´s grandmother called the pediatrician and they advised to put hot compress on the affected area and prescribed an oral antibiotic medication (cephalexin 250mg; dosage: 4mg 3 times a day). At the time of the report, the patient was doing okay. No additional patient or event information is available.